Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r camera, serial/lot #:(B)(6), ubd: , UDI#: (B)(4). H3, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted. A1102 was coded for received localizer faulted. The system was serviced in the field by a medtronic representative. The camera was replaced to resolve the issue. Codes b01, c08, and d02 are applicable. The camera was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .325mm with a passing threshold of .250mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a case with patient present, the site received localizer faulted in an optical procedure. Navigation was aborted. The probable cause was the complementary metal oxide semiconductor (cmos) battery and the camera has not been replaced. There was no impact on patient outcome. It was reported that the procedure was a spine surgery. There was a 1 hour delay. It was reported that the manufacturer representative (rep) confirmed prior to replacement that the network device interface (ndi) reflected the cmos battery issue.

Manufacturer narrative:
H2: additional information was received. A vendor analysis confirmed the battery fault. The battery was replaced and the component functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 correction: imf f1908 and f1906 were added to reflect the delay to the procedure and navigation aborted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.